Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultramini meter read inaccurately erratic. The patient claimed that since (B) (6), his blood glucose readings had been high. On (B) (6) 2010, at 4:00 pm, the patient claimed that he obtained an unspecified high reading. Based on the meter reading, the patient took an increased dose of insulin (unk type/dosage). Two hours later, the patient claimed that his blood glucose level dropped to "30 mg/dl" and he fell into a coma. The patient was unable to recall what device was used to obtain the blood glucose reading of "30 mg/dl." At 6:20 pm that same afternoon, the patient was picked up by an ambulance and taken to a hospital. The patient claimed that he was treated in the hospital with a "drip" (unk contents) and two glucose injections. The patient mentioned that he was in a coma for about 90 minutes. He also mentioned that he was hospitalized for also about 90 minutes. The patient claimed that he was hospitalized and treated for "hypoglycemic shock." The patient was unable to recall any other blood glucose readings that were obtained on the day of the event. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he fell into a coma and was hospitalized after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.